Event description:
The consumer's wife turned the chair on and noticed it allegedly did not have drive, recline and tilt. She put the chair on manual to move the chair, then switched back to power. Slowly throughout the day, the recline came back on the chair and allegedly reclined, the consumer was stuck while watching tv.

Manufacturer narrative:
MFR spoke with user. User stated he was sitting in the chair and reclined the chair to watch tv. The tilt/recline stopped working and he was stuck in the tilt position. His neighbor came over and attempted to fix the chair. He attempted to repair the chair and the chair reportedly reclined further. The consumer was then taken out of the chair and the dealer was called to fix the chair. User never lost chair support. Its unclear what attempt was made to fix the chair by the neighbour. MDR filed based on alleged unintended movement.